Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during weekly testing, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. Staff noticed cart helium gage reading zero. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) able to resolve via phone support. Fse asked biomed to check if helium tank was turned on at the regulator. Discovered helium tank was shut off. Biomed opened valve and all pressures are immediately rise normal. Root cause is operator error. No further information available as no site visit was required. H3 other text : device not returned for serivce.